Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock (ias) due to noisy oversensing, which led to ventricular fibrillation (vf). Fortunately, the vf was immediately detected, and a single shock restored the rhythm of this patient. To address this issue, the technical specialist (ts) recommended performing a three-vector analysis to determine if an alternative vector would provide better amplitude or be more upright. The ts also suggested recreating the noise and discussing the results with the healthcare provider (hcp), possibly reverting the shock vector to the standard setting. Additionally, the ts noted that the device had automatically changed the shock vector to "reversed" after the successful shock and suggested considering changing it back to "standard" during the clinic visit of the patient. The context implies that the device is being monitored and adjusted to prevent future inappropriate shocks and ensure optimal performance. Currently this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock (ias) due to noisy oversensing, which led to ventricular fibrillation (vf). Fortunately, the vf was immediately detected, and a single shock restored the rhythm of this patient. To address this issue, the technical specialist (ts) recommended performing a three-vector analysis to determine if an alternative vector would provide better amplitude or be more upright. The ts also suggested recreating the noise and discussing the results with the healthcare provider (hcp), possibly reverting the shock vector to the standard setting. Additionally, the ts noted that the device had automatically changed the shock vector to "reversed" after the successful shock, and suggested considering changing it back to "standard" during the clinic visit of the patient. The context implies that the device is being monitored and adjusted to prevent future inappropriate shocks and ensure optimal performance. Currently this product remains in service and no additional adverse patient effects were reported.